Event description:
The account alleged the side rail does not stay in the latched position. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube is broken. The technician replaced the side rail end tube to resolve the issue.